Manufacturer narrative:
Based on the claim against the product by the customer noting sparks, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (msc) tip cover accessory was analyzed and the reported issue was confirmed. Failure analysis found the primary finding of tip cover accessory - thermal damage to be related to the customer reported complaint. The accessory was found to have a hole burned into it measuring approximately 0.050" in width. The monopolar curved scissors (mcs) instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint regarding the sparks was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the monopolar curved scissors (mcs) instrument a spark flashed and a hole in the mcs tip protector was noticed. Nothing was reportedly touching the scissors while it was cauterizing. The mcs tip cover accessory was removed and a new tip cover accessory was installed. There were no issues since the defective tip cover accessory was replaced. The procedure was completed with no reported injury.